Manufacturer narrative:
(B) (4).

Event description:
It has been reported that a pt suffered a cardiac arrest. After that occurrence, the medical staff decided to connect the pt to a ventilator. A successful pre-use check was performed on the ventilator at 10:27 pm and the pt was connected to it using the volume control mode of ventilation. It is said that after connecting the pt to the ventilator, ventilation was not possible. No gas was supplied to the pt. The medical staff then decided to change the ventilation mode to the synchronized intermittent mandatory ventilation (simv) mode but still no gas was supplied to the pt. It is reported that visual and audible alarms were generated during the event. As the pt had not been ventilated by the ventilator, the medical staff decided to set the ventilator in the standby mode at 10:45 pm. Manual ventilation was done. The pt died during the night. (B) (4). (B) (4).